Event description:
It was reported that prior to a routine generator change-out procedure, high pacing impedance and high capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.